Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7070725, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5054874, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 23926532, UDI: (B)(4).

Event description:
It was reported that the patient had developed an infection. The patient was provided with medication and underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively and the explanted devices were disposed by the facility.